Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with insulin. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 223 mg/dl.